Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a out of range error on (B)(6) 2014. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).